Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)"), device dislocation ("migration of essure device location of device: left coil can't be located") and kidney infection ("several kidney infections") in a 24-year-old female patient who had essure (batch no. 893875) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included wisdom teeth removal, gravida ii, parity 2, cramp in lower abdomen, depression and anxiety. She denied dysuria, fevers, nausea, anorexia but no diarrhea, hematuria and vaginal bleeding. Concurrent conditions included body mass index normal, constipation, chills, diaphoresis, intermittent fever and vomiting. Concomitant products included medroxyprogesterone (depo provera), morphine and ondansetron (zofran). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 4 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced mood swings ("mood swings"), depression ("depression"), anxiety ("anxiety") and libido decreased ("decreased libido"). In (B)(6) 2014, the patient experienced nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced kidney infection (seriousness criterion medically significant), urinary tract infection ("several urrinary tract infections") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches") and weight decreased ("weight loss"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and vaginal discharge ("vaginal discharge"). In 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced furuncle ("boils"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), abdominal pain ("abdomen pain"), back pain ("lower back pan") and abdominal pain lower ("left lower abdomen/llq pain"). The patient was treated with docusate sodium (colace), surgery (ablation) and surgery (essure removal surgery). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, device dislocation, kidney infection, mood swings, depression, anxiety, libido decreased, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, furuncle, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased, abdominal pain, back pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, furuncle, genital haemorrhage, headache, kidney infection, libido decreased, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight 120 lbs. On (B)(6) 2014, 4 coils were visible at the right ostia and there was visibility of 0 coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. On (B)(6) 2014, findings revealed the left essure device being at a very sharp angle, consistent with a possible perforation. Concerning the injuries reported in this case, the following one/ones were described in patients/medical record: abdominal pain, nausea and left lower quadrant pain. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs received. Patient's demographic details were added. Following events: abnormal bleeding (general), mood swings, depression, anxiety, decreased libido, abnormal bleeding (vaginal), menorrhagia, several kidney infections, several urinary tract infections, apareunia (inability to have sexual intercourse), boils, bladder problem, urinary tract disorder, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, hair loss, weight loss, abdomen pain, lower back pain, left lower abdomen/llq pain and migration of essure device location of device: left coil can't be located were added. Historical condition and concomitant conditions added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)"), device dislocation ("migration of essure device location of device: left coil can't be located") and kidney infection ("several kidney infections") in a 24-year-old female patient who had essure (batch no. 893875-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included wisdom teeth removal, gravida ii, parity 2, cramp in lower abdomen, depression and anxiety. She denied dysuria, fevers, nausea, anorexia but no diarrhea, hematuria and vaginal bleeding. Concurrent conditions included body mass index normal, constipation, chills, diaphoresis, intermittent fever and vomiting. Concomitant products included medroxyprogesterone (depo provera), morphine and ondansetron (zofran). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 4 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced mood swings ("mood swings"), depression ("depression"), anxiety ("anxiety") and libido decreased ("decreased libido"). In april 2014, the patient experienced nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In may 2014, the patient experienced kidney infection (seriousness criterion medically significant), urinary tract infection ("several urrinary tract infections") and alopecia ("hair loss"). In june 2014, the patient experienced migraine ("migraines"), headache ("headaches") and weight decreased ("weight loss"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and vaginal discharge ("vaginal discharge"). In 2015, the patient experienced fatigue ("fatigue"). In october 2017, the patient experienced furuncle ("boils"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), abdominal pain ("abdomen pain"), back pain ("lower back pan") and abdominal pain lower ("left lower abdomen/llq pain"). The patient was treated with docusate sodium (colace), surgery (she had surgery to remove the essure implant), surgery (ablation) and surgery (essure removal surgery). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, genital haemorrhage, device dislocation, kidney infection, mood swings, depression, anxiety, libido decreased, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, furuncle, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased, abdominal pain, back pain, alopecia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, furuncle, genital haemorrhage, headache, kidney infection, libido decreased, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight 120 lbs. On (B)(6) 2014, 4 coils were visible at the right ostia and there was visibility of 0 coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. On (B)(6) 2014, findings revealed the left essure device being at a very sharp angle, consistent with a possible perforation. Concerning the injuries reported in this case, the following one/ones were described in patients/medical record: abdominal pain, nausea and left lower quadrant pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is invalid) incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general)'), device dislocation ('migration of essure device location of device: left coil can't be located') and kidney infection ('several kidney infections') in a 24-year-old female patient who had essure (batch no. 893875-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included wisdom teeth removal, gravida ii, parity 2, cramp in lower abdomen, depression and anxiety. She denied dysuria, fevers, nausea, anorexia but no diarrhea, hematuria and vaginal bleeding. Concurrent conditions included body mass index normal, constipation, chills, diaphoresis, intermittent fever and vomiting. Concomitant products included medroxyprogesterone acetate (depo provera), morphine and ondansetron (zofran). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"), 4 days after insertion of essure. On (B)(6) 2014, the patient experienced mood swings ("mood swings"), depression ("depression"), anxiety ("anxiety") and libido decreased ("decreased libido"). In (B)(6) 2014, the patient experienced nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced kidney infection (seriousness criterion medically significant), urinary tract infection ("several urrinary tract infections") and alopecia ("hair loss"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches") and was found to have weight decreased ("weight loss"). In 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced furuncle ("boils"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), abdominal pain ("abdomen pain"), back pain ("lower back pan"), abdominal pain lower ("left lower abdomen/llq pain") and vomiting ("vomiting light headed"). The patient was treated with docusate sodium (colace) and surgery (ablation, essure removal surgery and she had surgery to remove the essure implant, tubal ligation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, device dislocation, kidney infection, mood swings, depression, anxiety, libido decreased, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, furuncle, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, alopecia, weight decreased, abdominal pain, back pain, abdominal pain lower and vomiting outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, furuncle, genital haemorrhage, headache, kidney infection, libido decreased, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vomiting and weight decreased to be related to essure. The reporter commented: current weight 120 lbs. On (B)(6) 2014, 4 coils were visible at the right ostia and there was visibility of 0 coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. On (B)(6) 2014, findings revealed the left essure device being at a very sharp angle, consistent with a possible perforation. Concerning the injuries reported in this case, the following one/ones were described in patients/medical record: abdominal pain, nausea and left lower quadrant pain. Most recent follow-up information incorporated above includes: on 20-feb-2020: social media received- new event vomiting was added. Follow up 4 and 5 processed together. On 21-feb-2020: pfs received- no new information was added. Follow up 4 and 5 processed together. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.